Event description:
A customer's family member called in 2008 reporting the customer lost consciousness and had a seizure on the previous month. Paramedics were called and after checking his blood glucose gave him 2 tubes of glucose and then customer ate some food to bring his sugar up. The customer was not transported to a hosp and no treatment outside of the normal diabetic's regime was administered. They also reported receiving readings of 330, 229 and 165 mg/dl. The results when plotted on a parkes error grid fell into a "b" zone showing difference in values being clinically insignificant. However, it is unclear whether these readings were obtained at the time of the medical event, which occurred on that day. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The prod has been requested back for an investigation. The f/u report will be sent when investigational results are available.